Event description:
Info received indicates the mattress ticking is worn thru at the chest section allowing fluid to penetrate the mattress liner and foam.

Manufacturer narrative:
The technician used a mattress revitalization kit to repair the bed.